Event description:
During a coronary drug eluting stenting treatment procedure, withdrawal difficulties occurred. The physician was attempting to place a taxus express2 3.5 x 32 mm drug eluting stent in an unk lesion. Upon withdrawal the physician felt resistance. The procedure was successfully completed with this stent. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good".